Event description:
A follow up call was made and the customer called back and stated that he has been diabetic for 42 years and got the diabetes after an immunization causing his pancreas to fail and it did not produce insulin. The customer stated that he has convulsions every spring for the past 41 years up to 20 convulsions per day, and every since he uses the device, his convulsions had reduced drastically, and now he has only 3 convulsions. The customer stated that his doctor made changes to settings and he is even better. The last convulsion he had was on (B)(6) 2014 and he broke his shoulder; he had low blood glucose of 15mg/dl, which he needed help and his emergency medical assistance was his son bringing a candy. It was stated that the customer was not seeing by the paramedics. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.